Event description:
Patient was undergoing an x-ray study. Patient was inverted on the table top and was under anesthesia. Patient's hand was wrapped around the foot of the table top. Table top was driven by operator toward foot end catching the patient's hand between the table top and top motor assembly. The patient received lacerations to the fingers which required stitches to close.